Event description:
Patient's IV primary tubing line broke. The nurse entered the patient's room and the patient was holding up half of the line attached to the peripheral IV (dripping blood), and half of the line to the IV pump (dripping IV solution). The tubing broke behind the first or second port of the line. It appears that the tubing fell out of the port.